Manufacturer narrative:
UDI: (B)(4). The investigation is in progress. A supplemental will be submitted.

Event description:
Edwards received notification from a thv territory manager that a 29mm s3 valve had a bent strut and was removed. As reported, the device was prepped normally, with nominal volume and the 29mm was loaded into the esheath. When the valve exited the sheath, it was noticed the valve had a strut bent back and the sheath was split at the seam approximately half-way up the esheath. The valve was pulled back into the esheath and removed together through the femoral vein with no issues. A second 29mm s3 was prepped and passed through a second 16fr esheath with no issues. The mitral viv procedure was completed with no adverse events and the valve was successfully implanted. Through follow-up, it was learned that during insertion, there was a lot of resistance, however this gave way quickly and it was assumed this was the point where it exited the esheath mid sheath. In hindsight, it was felt that the strut may have bent because the loader cap came back during insertion into the sheath and it was damaged there.  The valve was in the proper position on sheath entry. A steep insertion angle was not used. The device was prepped per IFU.

Manufacturer narrative:
The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the post procedural photographs provided revealed a bent strut at the outflow of the valve and the delivery system/valve torn through the sheath liner. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other related complaints. Complaint history review from january 2020 to december 2020 for the sapien 3 valve (all models and sizes) revealed other similar complaints related to the associated root cause/evaluation codes. No manufacturing non-conformances were found during the evaluations. Available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (excessive device manipulation/ insertion angle) may have contributed to the complaint event. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. During manufacturing, all sapien 3 valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on provided imagery; however, no potential manufacturing non-conformance were identified. A review of the lot history, complaint history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. As reported, ¿in hindsight, it was thought that the strut bent because the loader cap came back during entrance into the sheath and it bent there¿. Per the IFU and training manual, the loader must be completely inserted into the sheath before delivery system and valve insertion. The loader is used to facilitate a smooth transition of the crimped valve through the sheath hub. Without a completely inserted loader, valve can be exposed and interact with the hemostasis valves within the sheath hub, causing damage to the frame. Additionally, as reported ¿resistance was felt going into hub of sheath but then released quickly¿ and ¿when the valve exited the sheath, it was noticed the valve had a strut bent back and the sheath was split at the seam at 50% up the esheath¿. As observed in the provided photograph, the delivery system torn through the sheath liner indicate that the valve strut was caught within the sheath and additional manipulation was applied to overcome the resistance during insertion. The additional force can further damage the valve and resulted in the observed bent frame. Although a definite root cause could not be confirmed, available information suggests that procedural factors (loader not fully inserted/ excessive device manipulation) may have contributed to the complaint event. No labeling or IFU/training inadequacies were identified, and therefore no corrective or preventative action nor product risk assessment is required at this time.